Event description:
It was reported that, the revision surgery was done due to glenoid failing. Surgeon suspected patient poor bone quality resulted in intraoperative glenoid fracture in primary surgery that was not noticed. Patient then used arm to support body weight post op due to leg injury. This potentially resulted in mechanical failure of the glenoid component. Humeral stem was stable. Everything except the stem was removed and replaced with a hemi cobalt chrome head. No further information was provided.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Additional information has been requested and if received, will be provided in the supplemental report.